Event description:
Physician reported rupture, silicone migration, lymphadenopathy and capsular contracture, baker grade iii. Device status is unknown. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, silicone migration, lymphadenopathy and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side rupture, silicone migration, lymphadenopathy. And capsular contracture, baker grade iii. Device has explanted and replaced with non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) silicone migration: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations observed creases on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Physician reported rupture and capsular contracture, baker grade iii, diagnosed via MRI. MRI report shows intracapsular rupture of the right device, with prominent right axillary lymph nodes probably related to infiltration with silicone. The device has been explanted and replaced with a non-allergan device..this record is for the right side.